Manufacturer narrative:
(B)(4). The incident device was returned for eval. It is possible that the jaw may have been clamped onto a hard object and fractured. No trend has been identified with this issue.

Event description:
The customer reported that the device would not close properly. There was no pt injury. The device was returned for investigation and it was noted that a portion of one of the jaws was fractured and not attached. The device broke during the case and all pieces were retrieved from the pt.